Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperative that the leadless pacemaker exhibited inadequate parameters for sensing, impedance and thresholds when deployed on the septum.  The device was recaptured and a second attempt was made for deployment when it was noted that the delivery system had a secondary curve when deflecting. The leadless pacemaker system was attempted/not used and replaced. No patient complications have been reported as a result of this event.